Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, air in line alarms and upstream alarms ' were reproduced. A review of the history log revealed multiple events of "upstream occlusion!" Alarm and air in line alarms, however upstream testing results or failures cannot be determined through the log .device was sent in for air-in-line testing and failed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air in line alarm and upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.